Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that on 06/05/2016, the customer had low blood glucose but brought it up. The hospice nurse was contacted and they ask to disconnect the insulin pump since the customer was not eating. The caller stated that the customer passed away at home on (B)(6) 2016. The cause of death was end stage renal disease. The caller stated that on (B)(6) 2016, before going to the emergency room, the customer had blood work done and was told that he needed blood. The customer knew that his kidneys were bad but refused to do dialysis. The customer had kidney failure, heart disease, and ad heart attack. The caller stated that the customer's blood glucose was 90 mg/dl on (B)(6) 2016. The customer was not wearing the insulin pump at the time of death; it was disconnected in the morning of (B)(6) 2016. The customer was not using sensors. The caller declined returning the insulin pump for analysis.